Event description:
In 2007, it was reported to boston scientific corporation, that during the placement of an ultraflex esophageal stent in a male patient, "one or two inches [of the stent] deployed by itself without the physician initiating [it]". The physician's perception is that "the patient's teeth cut the stent suture wire while [the stent insertion] was taking place, making the stent deploy [prematurely]." The physician aborted the case and the patient is scheduled for future treatment. No patient complication were reported.

Manufacturer narrative:
The device has not been received by this manufacturer. An evaluation has not been performed; therefore a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A device history record review, and complaint trend analysis are in progress; results will be provided in a follow-up medwatch report.